Event description:
It was reported that the patient was taken back to the cath lab for device exchange. A 135x50cm ekosonic endovascular device was selected for use. During the procedure, an all groups disabled alarm occurred. Troubleshooting was unable to resolve the alarm. The patient was taken back to the cath lab for device exchange. No patient complications were reported. The patient was ok.